Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a flow error malfunction. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips field service engineer (fse) noted that the gas deliver subsystem was replaced during the repair of the device for a flow issue that was identified during the servicing of device.. No further details were provided during follow up.